Event description:
It was reported that the insulin gauge was inaccurate. There was no information available regarding the customer's blood glucose level, so the impact could not be determined. No additional information regarding any corrective actions or outcomes was provided, and the device was not returned by the customer.